Event description:
The resident was being transferred with the ceiling lift from the bed to a therapeutic chair. During the transfer, the clip supporting the right upper leg detached and the resident tipped back to the right hand side. She dropped out of the sling with the back of her head hit the front edge of the night table which caused an intensive bleeding head wound. Ref MFR # 9681684-2013-00044.